Manufacturer narrative:
The customer said they would replace the syringe to attempt to correct the leak. After replacing the syringe, the customer stated that all qc passed, except triglyceride and leaking was no longer observed. The customer called back to report that triglyceride continued to fail. A field service engineer (fse) was dispatched on-site and performed service on the instrument. Fse replaced the cc sample probe and wash collar and verified repair per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) stating cartridge chemistry (cc) qc was failing, reagent syringe was noisy and 'cuvette not dry' messages were being seen on the unicel dxc 600 pro synchron clinical system. The customer stated the instrument would prime with no leaks but would leak during a run. No injury was reported.